Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned iabc. Upon return, the supplied teflon sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approxi-mately 5.3cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the bladder. No blood was noted within the iabc helium pathway. The device was likely cleaned prior to the return. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Dried blood was observed within the one-way valve. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. The damaged central lumen can allow blood to enter the helium pathway. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "balloon got ruptured after two hours". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "good".

Manufacturer narrative:
(B)(4). The reported complaint of iab "balloon got rupture" could not be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "balloon got ruptured after two hours". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "good".

Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "balloon got ruptured after two hours". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "good".